Manufacturer narrative:
(B)(4). Date sent: 03/20/2020. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a device with a green reload loaded from top view and the closing trigger can be seen broken: the damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue and or trying to close the device with the cartridge not fully seated. Also, the firing trigger shows the lot # t5cw0w. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: can you please clarify what is meant by "the release- button did not work."? Was the device fired and stuck on tissue and could not be removed? If yes, how was the device removed from tissue? Was the device cut off the tissue? Please provide further detail of the event. Response: the device was removed by using monopolar diathermy. No further info to the other questions.

Event description:
It was reported that during a rectum amputation, the release button did not work. No known complications of the patient at the end of surgery. The intestine was sutured with a classic technique. It was performed by gynecology surgeons. Surgery was done (B)(6) 2019.